Manufacturer narrative:
The complainant reported that the device will not be returned for eval as it was discarded following explant; therefore, a failure analysis is not available and we are unable to determine if the device met spec. The complainant was unable to identify a lot/batch number of the device at issue in this complaint; consequently, a ship history review for this customer was performed. This was done to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. Three potential lot number were identified as possibly being used during this event. The device history records for the lots obtained through the ship history report were reviewed. No anomalies were noted. A review of the 2007 complaint trend report was performed for the vaxcel pasv port product family and the reported defects of "catheter fractured" and "leakage" failure modes. No adverse trends were identified for either failure mode. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant/pt reported that the physician performed a therapeutic implant of a port vaxcel. The procedure was performed in 2006 on a female pt (age unk) to allow vascular access for panhematin infusions. In 2007, after the device had been in the pt for about 3 months and during device flushing by a clinician, the device was found to be leaking. This resulted in the flushed saline swelling the pt's chest. The device was then successfully removed from the pt, at which time a split in the catheter was identified. The device was removed by dr. The complainant reported that another port was successfully implanted in the pt. Please reference medwatch report # 6000126-07-00126 which documents a second malfunction that occurred with a port vaxcel and which was also reported on attached FDA report.